Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Ocsm checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The camera cable was broken. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information provided by ocsm, omsc surmised that this phenomenon was attributed to the failure of the cable unit. The exact cause of the failure of the cable unit could not be conclusively determined. Omsc checked the device history record of the device, there was no irregularity found. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4) the evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the endoscopic image of the subject device was not displayed. The subject device was used in combination with otv-s190. There was no report of patient injury associated with the event.